Event description:
It was reported in a service report that the power cord was damaged and that the footboard was missing. No adverse consequences were reported.

Manufacturer narrative:
Result: missing footboard.